Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted due to experiencing several pump stops. The hospital performed a ramp study and the clinical team suspected pump thrombus. The pt was taken to the operating room to ligate the outflow graft and turn the pump off. The pt is stable post-op with no inotropes and is not being supported by the pump. The pt was upgraded to 1a status on the transplant list.

Manufacturer narrative:
The pt remains on the 1a transplant list and no further issues have been reported. A review of the device history records showed no deviations from mfg or qa specifications. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.